Manufacturer narrative:
The investigation into the reported pump stop and thrombus has been completed since the original report was filed. The pump was returned for investigation. No physical abnormalities were observed on the returned pump, except for a small amount of biomaterial observed in the inlet cage. The pump successfully passed the electrical testing. During the test in a bucket of water, the pump ran as expected. Data logs showed several motor current spikes with impella stop-119 alarms. The pump continued to run for 4 hours after the pump stop events without any reported issues. The cause of the pump stop issue was not determined without sufficient clinical information. The cause of the thrombus issue was most likely patient condition related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 76-year-old male was implanted with an impella device for mechanical circulatory support. The us complainant had placed a cp for support of the patient admitted with a stemi (st elevation myocardial infarction). The patient was supported for a CABG (coronary artery bypass grafting) procedure. The pump had been crossclamped when in the or for the CABG for the multivessel cad (coronary artery disease). The pump stopped repeatedly on day 10 of the support. The pump was able to be restarted but was explanted. At the time of explant, the team additionally treated the limb with fogarty embolectomy to the sfa (superficial femoral artery) and iliac.